Event description:
It was reported that the trek balloon catheter was advanced to the lesion site, but when pressurized, the balloon was observed to be leaking contrast. The catheter was removed and replaced with a new balloon catheter to continue the procedure. Vessel and lesion site were characterized as being non-tortuous, heavily calcified, eccentric, de novo and 90% stenosed. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: fielder, runthrough. Guide cath: britetip jl4 6f. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned trek rx dilatation catheter was found it to be without blood and contrast visible. The balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator filled with water was used in an attempt to pressurize the balloon to rated burst pressure, when it was observed that fluid was coming out of a pinhole in the balloon above the distal balloon marker. There were no scratches found on the balloon. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, material deficiencies, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. It was noted that the balloon was initially soaked prior to use and prepared outside of the body per the instructions for use. The lesion was also heavily calcified and 90% stenosed, which may have contributed to the reported rupture. Scanning electron microscopy (sem) analysis concluded that the balloon failure may have been attributed to mechanical damage to the outer surface. The leak was located in a fold crease over the distal marker with mechanical damage at and near the rupture site. There was also a slight ridge observed in the distal marker and inner member. In this case, no leaks were reported during preparation for use, which may indicate that the rupture was not present prior to the procedure. However, based on the review of the sem images, it is possible that the balloon and marker were damaged/pinched during manufacturing such that upon inflation attempt, the balloon ruptured as a result of the damage, though this cannot be confirmed. A review of the finished product electronic lot history record did not reveal any nonconforming material records associated with this lot, indicating all lot release testing met specification. A query of the complaint-handling database also did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies.